Event description:
The physician was using the product for pre-dilation of a lesion in the left common iliac artery. The target vessel was heavily calcified, moderately tortuous, and 99% stenosed. The ballon ruptured below normal pressure. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. The physician used another balloon (brand unknown), and implanted a stent (brand unknown) successfully. There were no reported pt complications. As per the affiliate, no additional information is available and none will be forthcoming. The device is not available for evaluation and testing.